Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Returned valgus alignment guide shows signs of repeated use (nicked or gouged). Prong is fractured but still remains with instrument. The wingnut was also seized. DHR was reviewed and no discrepancies relevant to the reported event were found. Previous investigations found there was not any consideration into how the lock nut, captured pin, and lock ring shaft functioned together. A design change was made to mitigate the issue. The root cause was identified as a previously addressed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inside of the guide broke during use. No adverse events have been reported as a result of the malfunction.